Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would not power on during a cardiac arrest. The screen remained black. When the crew arrived at the hospital's emergency department, the device was taken out of its bag and it could be powered on. There was patient use associated with the reported event; the patient expired eight days after the event. A back-up device had been used to treat the patient; a paramedic who witnessed the event, reported that the reported issue did not contribute to the patient's outcome.